Event description:
The hosp reported that the pt developed an infection approx two months post implant with the product.

Manufacturer narrative:
Original report of incident made by the purchasing mgr; following the report, pegasus biologics, inc. Contacted the dr who implanted the device. The dr believes the reported infection is likely due to specific unrelated etiologies and not the device.